Event description:
Pt had eeg previous day. Nuprep and ten20 were used during the eeg. Order for eeg leads to be removed today. Post removal of leads, two pink teardrop areas noted to forehead. Approximately one hour later, the areas seemed larger and pinker, especially on the right side which appeared edematous and slightly abraded to center. The area continued to get slightly larger and puffier over the next hour. Mds alerted and skin team consulted.